Event description:
The patient presented with subarachnoid hemorrhage due to a ruptured aneurysm. The patient was undergoing an embolization procedure for two aneurysms; one in the basilar apex and the other, which was suspected to have been ruptured, was in the posterior communicating artery. The aneurysm in the posterior communicating artery had a wide neck and the physician placed a neuroform stent and jailed the pxslim microcatheter to deliver the penumbra coils. During the procedure, the first coil deployed and framed the aneurysm perfectly; however, the second coil started to deploy and some of it started to go outside the stent. The physician attempted to retract the coil; however, the coil was stuck. The physician pulled the coil and it broke and stretched. There was some coil in the parent vessel. A stent was placed to secure the coil inside the vessel. All vessels were open. There was no reported adverse effect on the patient.

Manufacturer narrative:
Device manufacture date; changed from 12/31/2012 to 12/27/2012.

Manufacturer narrative:
Device investigation: results: the coil is damaged. The coil is broken approximately 10-15 cm from the proximal end. The distal end of the coil was not returned for evaluation. The coil stretch resistant (sr) wire and proximal constraint ball are not present. The proximal constraint ball and missing sr wire are likely in the distal tip of the pusher assembly however, without the return of the pusher assembly or the distal end of the coil, we cannot determine where the sr wire broke. The proximal end of the pxslim microcatheter is missing the hub approximately cm from the distal tip. It appears the hub was cut away during the procedure and coil retrieval attempts. The microcatheter shows no other damage. Conclusions: the returned devices have been evaluated and the complaint confirmed. The coil was broken and part of the coil was implanted in the patient. Based on the description of the event and the results of the investigation of the returned device, it appears that when the loop of coil herniated out of the aneurysm, the coil became caught on the snare or possibly inside the coil mass causing resistance with the physician attempted to retract the coil into the microcatheter. Pulling against this resistance, the force used was greater than the tensile strength of the sr wire material, causing the wire to break. The returned segment of coil was snared from the patient. It is likely that while attempting to snare the coil, the platinum wire was broken by the snare device, bringing back only the proximal half of the coil. The IFU for the device warns against advancing or retracting the device against resistance without careful assessment of the cause using fluoroscopy as moving or torquing the device against resistance may result in damage to the vessel or device. The returned microcatheter was not described in the complaint and is not associated with any product issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.